Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report post mitraclip procedure, the patient had a stroke requiring rehospitalization and intubation. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 3-4. One clip was implanted successfully, reducing mr to 1. The procedure was uneventful, and the patient felt well. The patient was discharged the next day feeling well. However, that same night the patient had a stroke. The patient was re-hospitalized and intubated and is unresponsive in the critical care unit. The patient had been stopped from anticoagulant treatment on (B)(6) 2020 and was not restarted before surgery. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, a cause for the reported cerebrovascular accident could not be determined. The reported patient effect of cerebrovascular accident is listed in the mitraclip system instructions for use, and is a known possible complication associated with mitraclip procedures. The reported hospitalization and additional therapy/non-surgical treatment were results of case-specific circumstances, as the patient was re-hospitalized and intubated following the stroke. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.